Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with one kink at 21.5 cm from the distal end. The guide wire was intact and otherwise typical and within specification. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. A review of manufacturing records did not yield any relevant findings. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.

Event description:
It was reported the procedure was being performed in the radiology department. When the physician tried to insert the guide wire they found it kinked approximately 20cm from the tip. As a result, another guide wire was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the u.s.